Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by changing the infusion set and cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.